Event description:
It was reported that the patient had a bad fall and was subsequently having issues with her neurostimulator. The patient had increased pain and had a contusion on her hip where she fell. Impedances checked out normal. The neurostimulator was then reprogrammed with improved results, but then things regressed. The patient was admitted to the hospital for IV pain medication. It was noted that nothing appeared to be wrong with the patient's neurostimulator. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: (B)(6)-2008, explanted: na, recharger model 37752, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: (B)(6)-2008, explanted: na.